Event description:
It was reported by service report that there was a reduction in brake force. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: footend brake crank assembly.